Event description:
Customer reportedly obtained results of 118mg/dl and 314mg/dl on the aviva system within 10 minutes. An add'l comparison reports results of "300 something" and 125mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspects system and replacement was sent.